Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery (lcx). A 3.0x15mm non-bsc balloon catheter was advanced for predilation and a 3.00 x 24mm synergy ii drug-eluting stent was advanced for treatment. However, the distal tip got caught by the calcification in proximal lcx and insertion difficulty was encountered. After attempts to cross the lesion, the device was removed and it was noted that the distal part of the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported.